Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was emitting continual call service alarms and loss all information after the battery was taken out to silence the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: there were call service alarms (cs 087 and cs054) observed in the black box and alarm history recorded with the default time and date settings in the pump. There was a call service alarm emitted upon start up that could not be cleared therefore, the original complaint could not be investigated.